Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-55809.

Event description:
Customer reported he was hospitalized due to low blood glucose of 39 mg/dl. He stated he had not eaten enough to cover the very hard work he had one. Customer was at home and paramedics took him the hospital. Customer's blood glucose rose to 87-90mg/dl after being feed. Customer stated the customer was off the insulin pump since 2010. Customer current blood glucose was 10 mg/dl. No further information reported.